Event description:
The patient underwent generator replacement on (B)(6) 2015 for a dead battery. During the replacement, high impedance was noted 10,000 ohms. They tried reinserting the lead pin with no success. The surgeon replaced the lead as well. The explanted products have not been received to date.

Event description:
The explanted devices were discarded after surgery and will not be available for analysis.